Manufacturer narrative:
Implant date: estimated as (B)(6) 2020 as the implant was approximately nine months prior to event. Date of event: estimated as (B)(6) 2021 as the date of the event occurred nine months post index procedure and the article was published in 2021. Literature citation: moradi n, patel k, rubin am. Acute embolic stroke secondary to thrombus formation on atrial surface of a left atrial appendage occlusion device. Heartrhythm case rep. 2021 feb 2;7(5):270-272. Doi: 10.1016/j.hrcr.2021.01.014. Pmid: 34026513; pmcid: pmc8134735.

Event description:
It was reported via literature that a thrombosis and cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. No recapture or repositioning of the closure device was required. No peri device leak was identified at the time of implantation or on 45 day follow up transesophageal echocardiography (tee). The patient had ongoing gastitis on a regimen of aspirin and clopidogrel. Aspirin was discontinued four months post index procedure. The patient presented to the emergency department nine months post index procedure with symptoms of focal numbness and aphasia. The patient received intravenous tissue plasminogen activator (tpa) in response to the cva to successfully treat the focal neurological symptoms experienced. Tee showed a well seated closure device without peri device leak. However, a 17 x 10mm thrombus was identified on the surface of the closure device. Mild to moderate mitral regurgitation was also noted. Twenty four hours post tpa treatment, the patient was started on rivaroxaban and clopidogrel. The patient was scheduled to have follow up tee in one month following this event.